Event description:
According the reporter, during servicing, when the staff was opening the package they noted that the stopcock was broken and shaft of the obturator was not connected to the blue cap section. There was no patient involvement during this event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar and threaded anchor appeared to be intact. The cap was disengaged from the obturator. Pmv performed functional testing: the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator cap may occur when mishandled during clinical application. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.